Manufacturer narrative:
(B)(4) device evaluation: no product was returned for evaluation. A cd-rom was received with numerous cine films of the product in the patient. The customer's cine was reviewed and the catheter is confirmed knotted. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of catheter knotted in patient is confirmed. The customer cine film confirmed the knot within the catheter. The root cause of the complaint is undetermined.

Event description:
It was reported that the event involved a male patient with a pre-existing ivc filter. During chc for valve surgery procedure the balloon wedge pressure catheter was inserted to perform rhc (right heart catheterization). The catheter somehow became looped around the ivc filter. The filter was pulled back and was unable to be retrieved with the wire by the doctor. The catheter and sheaths were sutured in place, patient transferred to surgery for removal. There was reported harm to the patient due to delay. An update received on (B)(6) 2016 from the cath lab manager stated that the patient was taken to interventional surgery. A small nick was made via the jugular area; the product was snagged and removed. The ivc filter was not affected and remained in the patient. The patient outcome is fine. The patient has since been moved to a different facility.

Manufacturer narrative:
(B)(4) sample will not be returned for evaluation.

Event description:
It was reported that the event involved a male patient with a pre-existing ivc filter. During chc for valve surgery procedure the balloon wedge pressure catheter was inserted to perform rhc (right heart catheterization). The catheter somehow became looped around the ivc filter. The filter was pulled back and was unable to be retrieved with the wire by the doctor. The catheter and sheaths were sutured in place, patient transferred to surgery for removal. There was reported harm to the patient due to delay. An update received on (B)(6) 2016 from the cath lab manager stated that the patient was taken to interventional surgery. A small nick was made via the jugular area; the product was snagged and removed. The ivc filter was not affected and remained in the patient. The patient outcome is fine. The patient has since been moved to a different facility.